Event description:
A total hip arthroplasty was revised because of a fracture in the modular stem prosthesis. Pt was stepping off a plane when he felt unstable as he placed weight on left leg. Pt described incidence as a twisting motion and a grind.

Manufacturer narrative:
Unable to investigate device history record as specific info was not provided. Mfg facility is awaiting return of the device for eval.